Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025 the user experienced hypoglycemia with a bg of 39 mg/dl about 45 minutes after a breakfast meal announcement. The user¿s caregiver administered oral glucose and contacted ems, who provided additional glucose treatment and confirmed a finger-stick bg of 75 mg/dl before leaving the residence. No hospitalization occurred, and the user was placed on backup therapy by the caregiver.